Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was 221 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. The keypad connector found close properly during our visual inspection. Unable to perform the displacement test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip.